Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1737, 1738. It was reported, the pt experienced a shocking sensation in her area of stimulation. After she turned the stimulation off with the magnet she was unable to communicate with the ipg using the charger or the programmer. X-rays have been ordered.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.